Manufacturer narrative:
(B)(6). See MFR: 3012307300-2018-01450 (same patient).

Event description:
It was reported that the "tube pull ring" on the tracheostomy tube broke and "caused problems". The breakage occurred at the extraction ring. The product fault was observed upon removal of the device. No injury was reported.